Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. Technical services reviewed the available device data and confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted a procedure was planned for late august. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. Technical services reviewed the available device data and confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted a procedure was planned for late august. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received confirming the device remains implanted and in service. New device data was analyzed and a new 90 day replacement window was provided, ending in late november. It was noted that the device may declare elective replacement indicator (eri) battery status in that time but therapy would remain available. Additional information was received confirming the device remains implanted and in service. New device data was analyzed and a new 90 day replacement window was provided, ending in late february. It was noted that the device may declare elective replacement indicator (eri) battery status in that time but therapy would remain available. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. Technical services reviewed the available device data and confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted a procedure was planned for late august. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received confirming the device remains implanted and in service. New device data was analyzed and a new 90 day replacement window was provided, ending in late november. It was noted that the device may declare elective replacement indicator (eri) battery status in that time but therapy would remain available. Additional information was received confirming the device remains implanted and in service. New device data was analyzed and a new 90 day replacement window was provided, ending in late february. It was noted that the device may declare elective replacement indicator (eri) battery status in that time but therapy would remain available. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.